Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Non conformances were identified during the mre and that the issue will be handled through mentor's quality system. Reason for device explant and/or reoperation: deflation. Recall#: 3005423519-10/12/2021-001-r¿. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation revision with mentor siltex round moderate profile, 425cc saline breast implant has experienced right-sided deflation postoperatively. The matter was diagnosed through office visitation. As a result, patient scheduled replacement with unknown implant on (B)(6) 2022.

Manufacturer narrative:
Additional information received on may 10, 2022 indicated that the patient underwent bilateral replacements with cat#: 3505004bc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on june 26 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sal siltex rnd diap pkg 425cc breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the posterior view measuring approximately 0.1 cm. A microscopic examination was performed and the cause of the deflation could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).